Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in intermittent signal loss and the need to re-pair the sensor with the pump; the user was advised to toggle settings, restart the ilet, and allow time for reconnection. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention. User support included customer coaching, device setting review, and functional checks performed remotely. Investigation of this case revealed a probable communication interruption between the cgm and the ilet without evidence of hardware malfunction, and the device appeared to function as designed after standard reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity challenges consistent with environmental or pairing factors.

Manufacturer narrative:
Initial.